Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. Zoll has not received the autopulse nxt platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported an issue with their recently purchased autopulse nxt platform (sn (B)(6)). After fully charging the nxt battery, they attempted to power on the autopulse nxt platform. Upon startup, the alert yellow triangle indicator appeared, accompanied by two loud beeps, and all other buttons were unresponsive. The customer had other team members test the nxt platform but encountered the same issue. Through troubleshooting, the customer discovered that by pressing the power button, observing the alert indicator, turning the platform off, and then immediately powering it back on, the alert cleared and the platform began functioning. The customer expressed concern that relying on this workaround may not be ideal in an emergency situation. No patient involvement.

Manufacturer narrative:
Sections d9 and h4 were updated. The reported complaint with the autopulse nxt platform (sn (B)(6)), displaying the alert yellow triangle indicator, accompanied by two loud beeps, and unresponsive buttons, was confirmed through the archive data review and functional testing. The root cause analysis is still in progress. A follow-up report will be provided upon completion of the investigation. Archive data review indicated fault 1260 (fault_analog_patient_temp_invalid): analog patient temperature invalid and fault 1280 (fault_analog_motor_temp_inval): analog motor temperature invalid, recorded from july 12 to july 25, 2025. Preliminary functional testing could not be performed due to the alert yellow triangle indicator displaying upon powering on the platform, which was accompanied by two normal sound beeps, confirming the reported complaint. The alert warning prevents the user from starting treatment, but some operating buttons may still be responsive. Root cause analysis is currently ongoing. As a customer accommodation, zoll replaced this autopulse nxt platform. Therefore, this platform will not be returned to the customer.